Event description:
It was reported the ultrasonic surgical instrument's distal end broke off immediately after the start of a therapeutic laparoscopic inguinal hernia procedure. The distal end was recovered. The procedure was completed with a different but same model of device. There was no delay, patient injury, nor medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional patient information was provided.

Manufacturer narrative:
The probe was broken at 13 mm from the distal end of the probe. There were scratches around the broken area . Upon observing the surface of the fractured area, it was discovered that breakage of the probe started at the scratched area this supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The probe was broken at 13 mm from the distal end of the probe. There were scratches around the broken area. Upon observing the surface of the fractured area, it was discovered that breakage of the probe started at the scratched area. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: ultrasound was output while tissue was grasped at the tip of the gripper, causing the probe and tissue pad to come into contact at the rear end of the gripper, wearing away the tissue pad and causing part of it to peel off. Wear of the tissue pad caused the gripper to come into contact with the probe. Contact marks were left as ultrasound was output while the gripper and probe were in contact. Cracks occurred starting from the contact marks as the load of the ultrasound output and grasping the tissue was applied to the probe. Some load was applied to the probe, causing it to break. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.